Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly opstar imaging catheter was to be used in the left anterior descending (lad) lesion. However, no image could be taken. Also, the optical fiber came off. Therefore, the same imaging catheter was held by hand to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported activation, positioning, or separation problem and loose or intermittent connection was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported activation, positioning, or separation problem and loose or intermittent connection could not be determined. There was no damage to the catheter which could be attributed to the reported activation, positioning, or separation problem and loose or intermittent connection, and the returned device was able to successfully perform all imaging testing. In this case, it is possible that the device was inadequately secured at the guide catheter, which resulted in the reported activation, positioning, or separation problem, and when the catheter was removed from the system the customer mistook the inner shell being proximal as a defect; however, these conditions could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem codes 1183 and 1562 were removed.

Event description:
Subsequent to the initial report, the following information was provided: the hub is not separated, a component that is holding optical fiber inside the catheter hub came off, and became unstable and it wobbles.